Event description:
Additional information received, the patient was shaking.

Event description:
It was reported that the patients pump was empty, the patient was experiencing pain and wanted pump explanted. The patient reported that the pump has been empty since 2009. The patient's last visit with their pump healthcare provider (hcp) was (B)(6) 2009, and the patient was discharged from care on (B)(6) 2009. The patient reported that the hcp indicated there was "a kink in the back of the pump" and the hcp would not put anything in the pump. Another hcp had confirmed the kink and also declined to put any medication in the pump. The patient stated that the pump is "hurting her stomach so bad and running up her back with the pain". The patient was swollen in the stomach area and the swelling had been occurring for the last year. The pain in the stomach had been happening over the last 3 years. The patient's current pain management hcp was aware of the situation but states they can't do anything about it and referred the patient back to implanting surgeon for removal. The patient planned to contact the implanting hcp. The patient also reported being to the hospital twice in last two weeks and they were unable to find anything wrong. The patient was prescribed some zofran for the stomach sickness and the pain. Patient indicated that "she needs to get the pump out". The patient indicated she did have an appointment with a neurosurgeon hcp on (B)(6) 2012, and thought there were going to be "some scans" at that time. The pump currently contained saline, and when it did contain medication it delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot#: j0039948r, implanted: (B)(6) 2000, product type: catheter. (B)(4).